Event description:
Procedure performed: robotic hysterectomy. Event description: bag would not deploy when put through the trocar during surgery. Additional information provided by amr account mgr on 22nov2024 via email: the intervention that was used was using a [competitor] bag. It was a robotic hysterectomy. The bag fell off the stick. They had to then pull it out. The bag was completely out of the introducer tube additional information provided by amr account mgr on 03jan2025 via email: I reached back out to one of my contacts. He said that he was trying to remember, but he thought that the metal support tips were exposed inside the body. He remembered the bag just falling off. They removed the introducer and the bag, opened another bag and completed the case. There was no patient injury. Intervention: opened [competitor] bag and completed the case. Patient status: no patient injury.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use states, "do not retract prior to full deployment." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: robotic hysterectomy. Event description: bag would not deploy when put through the trocar during surgery. Additional information provided by amr account mgr on 22nov2024 via email: the intervention that was used was using a [competitor] bag. It was a robotic hysterectomy. The bag fell off the stick. They had to then pull it out. The bag was completely out of the introducer tube additional information provided by amr account mgr on 03jan2025 via email: I reached back out to one of my contacts. He said that he was trying to remember, but he thought that the metal support tips were exposed inside the body. He remembered the bag just falling off. They removed the introducer and the bag, opened another bag and completed the case. There was no patient injury. Intervention: opened [competitor] bag and completed the case. Patient status: no patient injury.